Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level and under delivery of insulin. Customer stated that she was aware of that cortisone gives her issues with her blood glucose value but she stated she had done multiple bolus and still not correcting it. Customer stated that she had done multiple set changes and the only way it corrects is with a manual injection. Customer stated that she was about 300mg/dl. Customer¿s blood glucose value at time of incident was 496 mg/dl and current blood glucose value was 233 mg/dl. Customer treated with 6u of manual injection. Customer reported that the pump was not worn during a medical procedure. Customer performed displacement test and it passed. Customer also added that she was trying to correct a high blood glucose vale and it gave her a no delivery. Insulin pump will not be returned for analysis.